Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the carelink report not displaying as expected since some information was missing. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the issue was performed, and issue is not confirmed. Software behaves as expected. It was identified that the user had their insulin pump replaced on september 10. Data prior to september 10 corresponds to device with serial number (B)(6). Data after september 10 corresponds to device with serial number (B)(6). As per the system's design, praas does not merge data from devices with different serial numbers. Consequently, the system displays period b as not available if assessment and progress includes both devices into comparison range. The software successfully adhered to the specified requirements and performed in accordance with the expectations defined in the sw requirement doc the observed behavior is consistent with the intended design praas treats each device as an independent data source and does not aggregate data across devices with differing serial numbers. To assist with the resolution of the issue, please provide the helpline team with the following workaround to ensure that it is addressed effectively: advise the user to generate two separate reports: one for the period till september 9 (device (B)(6)). One for the period from september 10 (device (B)(6)). Attempt to generate a report covering september 9 september 10 will retrieve data only from the most recent device (B)(6). This approach allows the user to view all relevant data while maintaining compliance with the current system design. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.